Manufacturer narrative:
Concomitant medical product: product ID: e2dr31 ipg, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) reached early elective replacement indicator (eri) and was unable to be interrogated. It was also noted that there was insulation damage noted on the proximal end of both the right ventricular (rv) lead and right atrial (ra) lead. The device was explanted and replaced. The leads were repaired via isolation with silicone adhesive and remain in use. No patient complications have been reported as a result of this event.